Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that there was an image disk problem. The fse checked the logfiles and found the error in the disk. The fse replaced the ippc (image processing pc) hard disk and reinstalled ippc software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system gave image disk errors. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer¿s hard disk and returned the system to use in good working order.